Event description:
The customer observed a falsely elevated architect intact pth result for a 62 year old male patient. The following information was provided (customer provided reference range: 15 to 68.3 pg/ml): historical results from july to october were around 1300 pg/ml. On (B)(6) 2022, sid (B)(6), initial result = 1340.60 pg/ml. This was reported out of the laboratory and the physician recommended surgery for the patient. The patient went to another hospital and had repeat testing done on (B)(6)2022, which generated a result of approximately 600 pg/ml (unknown method). Additional laboratory data was provided (from another method): cystatin c = 6.53 mg/dl, calcium = 2.50 mmol/l, phosphorus: 1.36 mmol/l, glucose = 11.6 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-77 has a similar product distributed in the us, list number 8k25-27/-29.

Manufacturer narrative:
The complaint investigation for falsely elevated intact pth results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any potential non-conformances, deviations, or non-conformances with lot 01722c000 and the complaint issue. The overall performance of architect intact pth was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01722c000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 01722c000. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect intact pth reagent for lot 01722c000 was identified.